Event description:
The customer reported the system locked up and appeared to produce fluoroscopy x-ray without command. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was reloaded. Also, the customer was instructed regarding the protective covering over the foot pedal. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.